Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and administer a 9-unit bolus. Although the bolus was successfully completed, the customer was unable to reload the original cartridge and resume insulin therapy. With assistance from technical support, the caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue. No additional information was received regarding the impact on customer outcomes.